Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient presented for a percutaneous coronary intervention with impella cp placement. However, during insertion it was noted that the right common femoral artery accessed with micropuncture and ultrasound. Preclosex2 placed in normal fashion. Sequentially dilated, 14fr x 25cm peelaway sheath introduced. When dilator removed, implanter noted rapid growing hematoma. Sheath removed while maintaining wire access. Distal end of sheath noted to be bent and sheath split about 10cm. Case was aborted, unable to reaccess. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation was completed. Introducer and empty data stick returned. Vessel dissection/hematoma: clinical reported that when the sheath was removed, a large hematoma began to develop at the site and the case was aborted. In physical product investigation, the introducer was returned split, the tip of the introducer was deformed and there was kinking along the sheath body. The cause of the injury was most likely the sheath kink, which was observed in product investigation. Product damage (introducer tip split): clinical reported that during implant procedure, the sheath split and bent inside the body. In physical product investigation, the introducer was split and there was deformation at the sheath tip. The cause of the tip split was most likely patient condition, as clinical reported the patient having peripheral calcification and diseased vessels. Product damage (introducer kink): clinical reported that during implant procedure, the sheath split and bent inside the body. In physical product investigation, the introducer was split and there was a kink observed on the sheath body. The cause of the introducer kink was most likely patient condition, as clinical reported the patient having peripheral calcification and diseased vessels.